Event description:
The mother reported via phone call that the customer had no delivery alarms. The customer's blood glucose was 7.1 mmol/l. The mother reported the alarm occurred during the fill tubing process. Troubleshooting found the customer was unable to rewind the insulin pump. The mother reported a grinding noise was heard then the insulin pump was in the rewind process. It was also found the insulin pump did not alarm no delivery at the end of troubleshooting. The customer was advised their insulin pump was working as designed. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.